Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and non boston scientific right atrial (ra) lead experienced syncope. The impedance has decreased and noise was noted on an electrogram (egm) which could have inhibited atrial pacing. Pocket manipulation and isometrics were able to recreate noise. The patient's history is significant for symptoms of lightheadedness. The atrial sensitivity was reprogrammed and device and lead remain implanted. No further adverse patient effects have been reported.